Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open sigmoid resection procedure. The stapling device was being applied to the colon. The loading unit cut the tissue but did not staple. The staples did not deploy. The colon tissue was severed without staples. There was temporary injury and unanticipated tissue loss as a result. There was no patient injury.